Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods and joint pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("painful") and amnesia ("memory loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (scheduled for removal by laparoscopic partial hysterectomy on (B)(6). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, weight decreased and amnesia outcome was unknown. The reporter considered amnesia, genital haemorrhage, pelvic pain and weight decreased to be related to essure. The reporter commented: the reporter also mentioned, "I need to watch the bleeding edge" concerning the injuries were reported in this case, the following ones were described via social media: genital bleeding, pelvic pain, amnesia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information added. Event: memory loss added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods and joint pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("painful") and amnesia ("memory loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (scheduled for removal by laparoscopic partial hysterectomy on 7/1). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, weight decreased and amnesia outcome was unknown. The reporter considered amnesia, genital haemorrhage, pelvic pain and weight decreased to be related to essure. The reporter commented: the reporter also mentioned, "I need to watch the bleeding edge". Concerning the injuries were reported in this case, the following ones were described via social media: genital bleeding, pelvic pain, amnesia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("painful") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (my removal surgery is (B)(6)). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain and weight decreased outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and weight decreased to be related to essure. The reporter commented: the reporter also mentioned, "I need to watch the bleeding edge." Concerning the injuries were reported in this case, the following ones were described via social media: genital bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event "weight loss" were added on 23-mar-2020: social media received : no new clinical information reporter added on 23-mar-2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("painful"). The patient was treated with surgery (my removal surgery is 7/1). Essure was removed. At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the reporter also mentioned, "I need to watch the bleeding edge." Concerning the injuries were reported in this case, the following ones were described via social media: genital bleeding, pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.